Event description:
On (B)(6) 2015, the device was replaced with the same new product since the setting pressure could not be changed. It was found that blood had been intruded inside the removed valve. The patient¿s condition is good after the revision. Further information would be provided as soon as (B)(4) receives it from the facility.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected: the valve was returned broken, the valve mechanism was no longer inside the silicone housing, biological debris was found inside the silicone housing, and inside the valve casing. The silicone housing was torn/cut and the distal connector was missing (not returned) as the valve casing was no longer in the silicone housing it was not possible to irrigate, program or pressure test the valve. The valve mechanism was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns9008, with lot cnmb3b, conformed to the specifications when released to stock on the 2nd november 2012. The root causes of the programming problem could be due to biological debris found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate, this however could not be determined. The root cause of the tear / cut in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.